Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 mm x 15 mm voyager rx (part 1011362-15, lot 0042363); guide wire: asahi fielder fc; inflation: medtronics; guide cath: medtronics. Evaluation summary: evaluation of the returned rx voyager balloon dilatation catheter noted blood and contrast in the balloon and inflation lumen, which is consistent with preparation and a leak or separation in the patient anatomy. The balloon was separated at the proximal balloon seal but still intact at the distal end. The material was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The proximal end of the balloon was pushed distally causing the balloon to be bunched in the middle and folded over itself. There were multiple bends noted in the hypotube. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was tortuous and calcified which likely contributed to the failure to advance. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. It is possible that resistance was encountered during removal of the rx voyager in the calcified lesion as evident by the balloon bunching at the proximal end and the balloon folding over itself; and as resistance was encountered, if excessive force was applied, this would contribute to the shaft ultimately separating; however, as no resistance was reported this could not be confirmed. Additional handling during the procedure or during packaging, handling and return to abbott vascular for analysis may have contributed to the noted bends in the hypotube. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the noted damage to the catheter could not be determined. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are 100% visually inspected online for damage.

Event description:
It was reported that the physician tried to cross the calcified and tortuous lesion with the voyager, but was unable to do so. Initially he tried with a voyager rx 2.0 mm x 15 mm which did not cross he then tried with a smaller voyager rx 1.5 mm x 12 mm which also did not cross. There was no reported patient effect. Ultimately the patient was sent to surgery for treatment of the vessel unrelated to the device usage. No additional information provided. Device analysis of the 1.5 mm x 12 mm voyager revealed a proximal seal separation.